Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: grip has foreign objects; forceps channel port has foreign objects; switch box has a scratch; right/left knob has foreign objects; upwards/downwards knob has foreign objects; due to adhesive peeling on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to clogging of nozzle, no water is fed; image guide protector has foreign objects; distal end cover has foreign objects; nozzle has foreign objects; objective lens has a crack; light guide lens has a crack; bending section cover or distal sheath rubber has foreign object; adhesive on bending section cover or distal sheath rubber has foreign objects; connecting tube has foreign objects; mount case unit has discoloration; light guide connector has discoloration; universal cord has foreign objects; due to a crack on video connector case, water tightness is lost; and video connector has corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that gastrointestinal videoscope, air/water or aspiration problem. The issue occurred during the procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the foreign material exiting from the air/water nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf-170 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf-170 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.